Event description:
It was reported the pump went into suspend mode several times on one day; however there was only one suspend recorded in the pump history. There was no injury or adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on appropriately to the verification screen, with functional auditory and vibratory alarms. There was no hypersensitivity or delay found with the keypad buttons; all keypad buttons responded appropriately during testing and there was no damage found to the keypad. A review of the pump history indicated several suspends had occurred on (B)(6) 2011; multiple "auto-off" alarms were also observed in the history. A review of the total daily dose history up until the reported event date indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no "auto-off" alarms, no suspensions, and no insulin delivery issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated.